Event description:
Customer reportedly obtained results of 484 mg/dl, 219 mg/dl, and 166 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.